Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date - (B)(6) 2003; ae onset date: (B)(6) ; ae description: the pt cont. To have arm pain on the right, a myelogram and ncs was done and revealed some evidence of a residual foraminal stenosis also during surgery a small amount of hematoma medication: yes; injection: IV steroids ; other treatment: myelogram <(>&<)> ncs additional surgery: acdf- revision with foraminotomy on the left; additional surgery date: (B)(6) 2003; hospitalization: yes; additional treatment: acdf surgery wound was reopened and completely cleared the disc space and removed the foramina and decompressed the nerve root hematoma was removed ae outcome: resolved; description: pt reported resolution of radicular symptoms.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.